Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that 12 days into impella 5.5 support, a bleed developed at the access site. Sandbags were placed to apply pressure and heparin was temporarily halted to manage the condition. Support was continued uninterrupted following the intervention and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be anti-coagulation management because hemostasis was achieved by reducing heparin.